Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt contacted her electro-physiology physician and ended use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4), 04/2010 - reuse. Electrode belt (B)(4), 02/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Supra-ventricular tachycardia contributed to the false detections. Supra-ventricular tachycardia at 158 bpm with motion artifact contributed to the first detection. Motion artifact contributed to the second false detection. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt contacted her electro-physiology physician and ended use of the lifevest.